Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a circulation pump component failure. Nothing attached to fluid delivery line. Pump sounds "weak." As per follow up information, biomed had the same complaint earlier this month it was repaired with a pump replacement. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: f,h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device not filling. Nothing attached to fluid delivery line. Pump sounds "weak." Emailed to tech support. As per follow up information received via email on 23aug2023, customer had the same complaint earlier this month and it was repaired with a pump replacement.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a circulation pump component failure. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device not filling. Nothing attached to fluid delivery line. Pump sounds "weak". Emailed to tech support. As per follow up information received via email on 23aug2023, customer had the same complaint earlier this month and it was repaired with a pump replacement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device was not filling. Nothing attached to fluid delivery line. Pump sounds "weak." As per follow up information received via email on 23aug2023, customer had the same complaint earlier this month and it was repaired with a pump replacement.